Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were received and indicate a filling defect at the access site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta closure device was deployed in a very shallow right femoral artery. Arteriotomy was 8.5mm and depth measurement was 1.5 +1. Due to the artery being very shallow, the surgeon eased up on the back tension during deployment and during the lock advancement steps. Post-deployment, bleeding was present and manual pressure was applied. A post-angiogram revealed a hazy area at the access site. Balloon inflations were attempted however a dimple was visible. Dimpling in the balloon is indicative of collagen in the vessel. A covered stent was placed, and flow was re-established. The root cause of the filling defect/blushing at the access site is likely due to an occlusion caused by collagen deployed in the vessel. The collagen likely was deployed in a vessel when the surgeon eased up on back tension during deployment and lock advancement steps. The IFU was reviewed and confirmed to list warnings: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. Precautions in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Step 5: deploy device and seal puncture: hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of the puncture, approximately 45 degrees. Note: do not apply compressive or occlusive manual/digital pressure to the vessel while rotating the lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel. Continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. Note: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. The collagen plug has now been deployed, and the radiopaque lock must be advanced to fully seal: maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta was placed in a very shallow rfa. It bled a little and they held pressure for 5 minutes. Angiogram performed and noticed a hazy area in the vessel at the access site. Ended up ballooning and noticed a dimple. After discussion, a 10x5cm covered stent was placed and flow was good to the distal vessels. Vessel size was 8.5 cm diameter. Act was 318 earlier in the procedure but protamine was given prior to the deployment.